Manufacturer narrative:
Products returned to ldr. Evaluation of the device is still in progress. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. More information requested, waiting for an answer. Investigation is still ongoing. Conclusion not yet available.

Event description:
Detected at field return on dec. 12th 2018: the roi-a anchoring plate hook is broken (missing part of the hook) and the blade of removal cutter is bent. These instruments are used for revision procedure, so they are involved in revision procedure. Further information has been requested and no further information received yet.

Event description:
Roi-a : revision instrument : broken hook and bent blade. Detected at field return on dec. 12th 2018 : the hook is broken and the blade of removal cutter is damaged. These instruments are used for revision procedure, so they are involved in revision procedure. Additional information received on january 07th 2019 : missing part has been discarded by hospital. Piece retrieved and not in patient body. Addi159314. The reporter also answered that no problem has occured during the revision and both instrument are wear form normal use. No information about the reason of the surgery despite the follow-ups requests.

Manufacturer narrative:
Additional information received on january 7th 2019 : missing part retrieved and not in patient body. No problem occured during surgery, normal wear of the device. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device malfunction but a wear from normal use of the device. Concerning the revision, no information has been provided despite the 3 follow-ups request. Based on the available information the breakage root cause was related to normal wear from use. However the revison root cause remain undetermined due to the lack of available information. If additional information was received on the cause of the revison another report will be sent .